Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The instrument was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.63mm. The grips were not found to be cracked. Components adjacent to this bent grip do not show damage. The probable root cause is attributed to damage during use, as moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collisions with other instruments. Additional observation(s) not reported by site: the instrument was found to have charring and localized melting on the bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement on 3 of 3 attempts. The instrument passed energy recognition on the generator. A review of the procedure logs indicated that a monopolar instrument was used during this case. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, a maryland bipolar forceps instrument tips did not come together perfectly. The procedure was completed with no reported injury.